Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a blood glucose level of 44 mg/dl, which was treated with food. Blood glucose level at the time of the call was 73 mg/dl. The customer also reported that he did not receive a low alert from the sensor. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.